Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the pacemaker failed to connect with the lead and the set screw could not be tighten. The pacemaker was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported complaint of unable tighten setscrew was confirmed. Complaint of loose or intermittent connection was not confirmed. Analysis found the user of the torque wrench made multiple incorrect insertions through the septum and into the setscrew inset. The incorrect wrench insertions punched-out numerous pieces of the septum that filled the setscrew inset. Further the setscrew was loosened excessively and was no longer seated in the connector block properly. No device anomalies were found. The problem was caused by the user¿s incorrect use of the torque wrench. Device is electrically normal above eri. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.